Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the patient's hypoglycemia and ambulance call. There are safety mechanisms in the device design to prevent over-delivery of insulin that contributes to hypoglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that after less than a day of wearing the pod he lost consciousness. An ambulance was called. His blood glucose was extremely low (<1 mmol/l or 18 mg/dl). He was treated by the medics and not hospitalized.